Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es displayed a black screen and entered remote smart service (rss) offline mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen displayed a black screen. A field service engineer arrived at the station, and it was powered off. After troubleshooting, identified that main drawer 2 was causing the power failure. Replaced the module controller on drawer 2-1 and the drawer controller for drawer 2. Once the replacements were completed, powered on the station and it came online successfully. Ran diagnostics on the drawers and confirmed functionality. The customer was able to inventory items in the drawer without issue. The system functioned as intended after the field service engineer repaired the device.